Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, the patient implanted with this pacemaker and right ventricular (rv) lead experienced a syncopal episode. It was noted the rv lead was previously programmed to unipolar pacing. A pause in pacing was noted for four seconds at which point the patient experienced the syncope. There was a concern oversensing occurred due to the lead being programmed to unipolar pacing and the sensitivity being at .5 millivolts. The patient was transported to the hospital. The following day, an invasive procedure was performed. The device was explanted and the lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.